Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 298 (mg/dl) for a couple of days. Injections were delivered to address bg levels. Reportedly, customer believes elevated bg levels are possibly due to stress. Recommendation was made to discuss diabetes management with health care provider.